Event description:
Patient reported, left side device rupture. With "leaked silicone in the chest. Chest is severely hardened and increasingly painful". The device remains implanted.

Event description:
Patient has further provided a medical letter showing "pain and shape change of the breast. At the same time a hardening of the deep breast tissue is detected. CT diagnostic test showed a rupture left side and capsular contracture baker grade IV, moreover patients implants are affected by recall." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side device rupture with "leaked silicone in the chest, chest is severely hardened and increasingly painful". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "rupture" and "leaked silicone in the chest, chest is severely hardened and increasingly painful". Patient later reported "pain and shape change of the breast, at the same time a hardening of the deep breast tissue is detected". CT diagnostic test showed "rupture and capsular contracture baker grade IV" and "affected by recall". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as a surgical impact opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ silicone migration: unable to observe as it is not related to the manufacturing process. ¿ other medical: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture" and "leaked silicone in the chest, chest is severely hardened and increasingly painful". Patient later reported "pain and shape change of the breast, at the same time a hardening of the deep breast tissue is detected". CT diagnostic test showed "rupture and capsular contracture baker grade IV" and "affected by recall". This record is for the left side. The device was explanted.